Manufacturer narrative:
The complete customer¿s name is hosp. (B)(6). The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that there was no image displayed. The video connector was broken, and scratched optics retention coupler thread. The device was serviced and returned to the user facility. The investigation is still ongoing, if new and relevant information is received later, this report will be updated accordingly.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) the user experienced no image during the use of the subject device. The intended procedure was completed using another camera head. No patient or user injury reported as a result of this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to the video function did not work properly due to faulty connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.